Manufacturer narrative:
H3: product analysis as found condition: the apollo catheter was returned for analysis within a shipping box, wrapped in plastic, inside of an opened apollo outer carton, and inside of an opened apollo inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. No damaged was found with the catheter body. No damage or irregularities were found with the detachable tip, or the distal tip. The detachable tip was found to be intact and still attached to the distal shaft sub assembly. No other anomalies were observed. Testing/analysis: the apollo micro catheter could not be flushed as it was found to be occluded with a solidified liquid embolic. Next, a 0.011¿ mandrel was hydrated and advancing into the hub, where it met resistance within the catheter body 129.8cm from the hub. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ was unable to be confirmed; however, the event could not be ruled out. During testing, the apollo catheter was found to be occluded with a solidified liquid embolic; therefore, no water was able to flush through the catheter, thus unable to confirm any leaks or unseen ruptures. A possible cause for the rupture may have occurred as a result of over-pressurization. Another few possible causes for a rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded, and/or rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, no cause could be determined. The injection rate was noted to be 1ml. No mention of the liquid embolic used in the procedure was reported. It was noted that the patient's vessel tortuosity was moderate. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event could not be determined. The physician did not pause during injection; the tip detached while cannulating the feeding artery. The injection rate was followed as indicated in the competitor¿s IFU, using a 1 ml syringe for flushing and contrast run. The liquid embolic agent did not get embedded in an unintended location. No medical intervention was required as a result of the event. The anatomical location of the apollo tip was in the mca. The subject is recovering from the procedure, and the tip was recovered through aspiration. The catheter tip detached during cannulation, not due to rupture with onyx or another liquid embolic agent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was an arteriovenous malformation (avm) case. Distal middle cerebral artery (mca) branches were the feeding arteries in this case. When healthcare provider (hcp) tried to canulate small feeders, the microcatheter ruptured. Hcp then took it back and continued the case with another one. There was catheter rupture (intact), the rupture was located in the distal section. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. The injection rate was 1ml. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of an avm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the distal mca with a diameter of 1.5mm.